Manufacturer narrative:
The logs were reviewed by a medtronic representative. The review found that a segmentation fault occurred when the user switched to using the scope probe. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was unable to reproduced. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the navigation system was experiencing problems such as the system freezing and restarting. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned.